Event description:
Additional information received reported that the patient was seen by their healthcare professional on (B)(6) 2015 and there were no problems found during the electrode impedance check at 1.5 volts. Therapy impedance was ok also. The patient¿s battery strength was 2.88v and he was scheduled to come back in september following the date of this report.

Event description:
It was reported that there were out of range impedances following an implantable neurostimulator replacement. It was noted the ¿right side¿ looked fine, but the ¿left side¿ had impedances on the following pairs greater than 40,000 ohms: c-3, 0-3, 1-3, and 2-3. In addition, pair 1-2 was 54 ohms. All others were ¿ok.¿ the cause of the impedance issue was unknown. The patient was getting good therapy on contacts 2+ 0-. Therapy impedance was 1553 ohms. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported that when they had gone to calculate battery life they had noticed that the kinetra which was replaced in 2013 was still listed on the top of the sheet that lists the settings. Patient inquired if cycling could still be enabled from the previous kinetra settings. It was also stated that if cycling is enabled it could explain the decreased battery life.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0340435v, implanted: (B)(6) 2003, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0340435v, implanted: (B)(6) 2003, product type: lead. Product ID: 748266, lot# serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that they thought the battery was at end of service (eos) but it was at 2.88 volts. A longevity calculation was done to estimate battery life. Settings were +2, 0-, 4.1v, 210pw, 160 rate and 1171 ohms; +7, -5, 4.1v, 180pw, 160 rate and 1066 ohms. Longevity calculation was estimated at 11.83 months for elective replacement indicator (eri) and 14.83 months to eos. Historical impedances looked much the same and no changes had been made to the settings. It was noted that they had reviewed the battery curve for the device and the patient had noticed the initial drop. When the battery was changed out in (B)(6) prior to the date of this report they had noticed the impedances were off. Therapy impedance was fine. Electrodes that were out of range included c/0-1070, c/1-788, c/2-779, c/3->40,000, 0/1-1156, 0/2-1159, 0/3->40,000, 1/2-68, 1/3->40,000, 2/3->40,000 ohms. The readings had been the same since (B)(6) 2014, since the battery change out. It was noted that there was an adaptor and the patient was not programmed on the opens or the short. It was noted that the patient had been on the same settings since 2010. The patient had seen 3.03 volts on the patient programmer when he had first gotten the new implantable neurostimulator (ins) in (B)(6) 2014. No outcome or intervention was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.